Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device, revealed no other damage or irregularities. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x12mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 12 atmospheres. However, on the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.0×12mm non-bsc balloon catheter. No patient complications were reported and the patient's post procedure condition was good.